Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0039644r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
A representative reported that a patient would have a ¿potential pocket revision¿. The representative did not know when it was going to happen, but the reason he was replacing ¿this¿ was that the physician wanted to replace the catheter ¿with new¿. They further stated that the physician said ¿he wanted it to be new¿. The medication used within the system was unknown. It was later reported that the medication used within the system was dilaudid. The patient had symptoms of withdrawal. A revision was noted to have been performed, and an additional catheter was spliced on to the pump segment, and a new connector was placed. The patient was ¿doing good and receiving therapy¿. It was later reported that the medications used within the system were dilaudid and bupivacaine. The patient¿s healthcare provider noted that there was a failure to aspirate, and the location of the catheter issue was noted to be at the pump-catheter connection. The patient did not require hospitalization and they recovered without sequelae.